Event description:
It was reported to boston scientific corporation in 2007, that a hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure the day prior. (Patient weight unknown). According to the complainant, during the procedure, the physician accidentally pulled the scope out of the patient. The hot fluid went into the patient's vagina, and caused a small burn to the cervix and the adjacent vaginal wall. He irrigated the vagina with cold water and treated the burn with a form of estrogen cream. Not completed due to this event. The patient's condition was reported as "ok."

Manufacturer narrative:
The batch was not provided and the device was not returned; however based on the event description, it can be determined that the event was a result of user error. The burn was caused because the doctor prematurely removed the sheath during the ablation without having cooled the patient first. The hta users manual (rev. D) should be reviewed and focus applied to the sections regarding removing the sheath prior to the cooling cycle completion; pages 5 - 7 list the precautions, warnings and contraindications of hta use.